Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test fails code #119" (front end cpu failure) and then shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported. Please note that the customer was unable to provide the exact date of the event. It was reported to datascope on (B)(6), 2012.

Manufacturer narrative:
The company representative replaced the front end pcb ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported.